Event description:
Additional info obtained on (B)(6) 2011 - user facility indicated it was not known if there was an adverse outcome to the pt or if there was a need for surgical intervention for this pt.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.